Manufacturer narrative:
The ge representative conducted an on site investigation. The service representative determined that the system needed a new computer. The part was not available due to age of the system and the customer chose to retire the system.

Event description:
The customer reported that the entrak 2500 system would not boot up. No patient injury was reported.